Manufacturer narrative:
Device evaluation: the stent was positioned correctly between the marker bands but did not meet specifications due to the deformation. Deformation was evident to the 27th, 28th, 29th and 30th distal stent wraps with struts raised, stretched and bunched. No deformation was evident to the distal tip. The 0.015 inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two resolute onyx devices (3.00 x 30 mm and 2.50 x 22 mm) to treat a mildly tortuous, severely calcified lesion with 80% stenosis in the proximal lad. There was no damage noted to the device packaging. There were no issues removing the devices from the hoop/tray. The devices were inspected with no issues. Negative prep was not performed. The lesion was pre-dilated using a 2.5 x 20 mm non-mdt balloon at 14 atm and another non-mdt balloon at 12 atm. Resistance was encountered when advancing the 3.00 x 30 mm device. A linear non-flow limiting was present. It is reported that both devices failed to cross the lesion due to the heavy calcification. The procedure was abandoned after multiple attempts. No patient injury is reported. When the ronyx30030x device was returned to the manufacturing facility, it was noted that the stent was damaged